Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl at the time of incident which was treated with food. Blood glucose level was 217 mg/dl at the time of the call. Customer also reported sensor with inaccurate readings and was getting alert for calibration not accepted then change sensor. The sensor will be returned for analysis.